Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 75% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 8.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured on proximal tip. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient condition was good.

Manufacturer narrative:
(B)(6).